Event description:
The user's hearing performance with the device is affected. During a check-up affected channels were noticed. CT imaging will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a sudden drop in hearing performance with the device.the user was reimplanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Further the recipient suffers from nystagmus regardless of the use of the device which was first noticed in (B)(6) 2021 when the recipient was suffering from vertigo and fever. Therefore a device unrelated issue seems likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a sudden drop in hearing performance with the device. During in situ testing at a check-up affected channels were noticed. Re-implantation is planned but no date has been set yet.